Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured november 2, 2012. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the connector of the printer cable is defective and needs to be replaced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. During the call, the customer stated that a 160 series scope was being used with the cv-190 when the image failed. As noted, another cv-190 was brought in and used to complete the procedure. The customer did not know if the same maj-1430 video cable was used when the cv-190s were swapped out as the facility has more than one cable available. Tac recommended trying the different cable with the original cv-190 unit to see if it was a cable issue. The customer confirmed that he would attempt that trouble-shooting option at a later time and follow up with tac if he needed more assistance. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center lost the image during an upper endoscopy therapeutic procedure when a 160 series scope was used. According to the initial reporter another cv-190 was brought into the room to complete the procedure. There was no patient harm or consequence reported as a result of this event.